Manufacturer narrative:
(B)(4). Concomitant medical product: unknown tibial tray, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03289, 0001822565-2018-03290. Product location unknown.

Event description:
It was reported that the patient was revised to address loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Cmp-(B)(4). The follow-up report is being submitted to relay additional information. The following sections have been updated: the reported event has not been confirmed. No device or photos were received; therefore the condition of the device is unknown.DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.